Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reports that the device read 55 while the fingerstick value was 135. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.